Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited had dark urine and a low urine output. The procedure had been successfully completed, with 100 ablations taking place, and the urine color was identified in the recovery room. Additional fluids were administered, and the patient was discharged as expected for the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
H6: patient code. No code available as medical intervention took place based on urine color, no diagnosis or potential causes were provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited had dark urine and a low urine output. The procedure had been successfully completed, with 100 ablations taking place, and the urine color was identified in the recovery room. Additional fluids were administered, and the patient was discharged as expected for the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Correction to the initial MDR in block h6: patient code updated from no code available to e0303 hemolysis. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.